Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A technical service associate reported on behalf of the customer that two (2) fiber optic cords have melted. The staff was using the acmi cord input on the light source, and a light cord with an acmi adaptor. The facility has more of the same light sources using the same light cords with no issue. Only one damaged light cord is available and will be returned with the light source for evaluation. There was no known delay or adverse consequence to the patient.

Manufacturer narrative:
Unique device identifier (UDI)- (B)(4). Failure analysis and root cause could not be completed due to a lack of information received. Product not received for repair/evaluation. The device history record (DHR) showed no abnormalities related to the reported failure. The reported complaint was not confirmed.